Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the viabahn vbx 11x59 stent became stuck in the 8f sestination sheath. Initially, the stent entered the sheath without issue, though it felt slightly tight. When attempting to advance it, the sheath began to accordion, and the balloon would not move within the sheath. The doctor continued to pull until the stent system broke, necessitating the removal of both the sheath and stent together. Blood loss was less than 250 cc, and there was no patient injury or need for medical or surgical intervention. Additional information was recevied on 13 nov 2024: when both the stent system and sheath were removed together, the issue was resolved. The procedure, which involved stenting the left subclavian artery, was completed without patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath mechanical damage. The exact root cause cannot be determined. The likely root cause is the balloon may not have been fully deflated, or the stent was partially dilated when withdrawing it from the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).